Event description:
It was reported during an inventory review the following instruments were not functioning properly: the cannulated 4.0mm hexagonal screwdriver had a crack from the tip to the shaft. The star-drive screwdriver t25, self-retaining, has an end that is twisted and it won¿t hold tight onto screws. The star-drive screwdriver, t25 and the star-drive screwdriver t15 both have twisted tips. There were no reported adverse events due to the instrument issues or reported patient involvement. This is report 4 of 4 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: one stardive screwdriver t15 was returned for evaluation. The stardrive tip is gouged, deformed and bent with a slight twist. This complaint is confirmed for twisted. The tip of the returned screwdriver is damaged from use in the field and this condition is not associated with manufacture. Relevant dimension is not able to be checked due to the damaged condition. The material and hardness was checked and passed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.